Event description:
A (B)(6) male patient admitted to our facility for close monitoring of side effects from chronic pulmonary arterial hypertension. During the night the patient's pca pump, that was infusing the patient's pah medication (remodulin), began alarming because of low volume. When the nurse opened the pump, she noticed that the cartridge was full, not empty. This triggered the nurse to immediately change out the cartridge and the pca pump. She sent the pca device down to our biomed department for investigation of the pump. The new pump and cartridge started for fear that the pump or cartridge had failed; therefore, the patient did not receive his medication.